Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, migraine headache, hypothyroidism, myasthenia gravis and uterine fibroids. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), nsaids, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) and vitamin b12 nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: uterus, hysterectomy: no pathologic abnormalities, cervix. Inactive endometrium. Leiomyomas, myometrium. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, migraine headache, hypothyroidism, myasthenia gravis and uterine fibroids. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin b12 nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Discrepancy noted as essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: uterus, hysterectomy: 1. No pathologic abnormalities, cervix.. 2. Inactive endometrium. 3. Leiomyomas, myometrium. 4. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, migraine headache, hypothyroidism, myasthenia gravis and uterine fibroids. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin b12 nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved and the depression, anxiety, migraine, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Discrepancy noted as essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: uterus, hysterectomy: 1. No pathologic abnormalities, cervix. 2. Inactive endometrium. 3. Leiomyomas, myometrium. 4. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the event abdominal pain,urinary tract infection were updated as recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, migraine headache, hypothyroidism, myasthenia gravis and uterine fibroids. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin b12 nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: uterus, hysterectomy: no pathologic abnormalities, cervix. Inactive endometrium. Leiomyomas, myometrium. No evidence of malignancy. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" were added. Medical history, concomitant drugs and lab data were added. Reporter and patient information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no. 12261508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, migraine headache, hypothyroidism, myasthenia gravis and uterine fibroids. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and vitamin b12 nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: uterus, hysterectomy: 1. No pathologic abnormalities, cervix. 2. Inactive endometrium. 3. Leiomyomas, myometrium. 4. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: event abdominal pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.